Manufacturer narrative:
Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked/broken off end cap. No broken on back of pump noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and the back of the pump is broken. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced. No further details.